Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the instrument broke during surgery.

Manufacturer narrative:
Persona articular surface provisional (ps tasp) was received with complaint for investigation, device was received condition was reported as fractured in two pieces; all pieces were returned for examination. The reported issue is being/has been investigated through a known corrective actions investigation. This device is used for treatment. A complaint history review was performed for the product part and lot number combination and found that no additional complaints were returned. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the recall was launched and prior the design modification was implemented. As such, a previously addressed design issue is considered as the root cause.